Event description:
It was reported to st. Jude medical that the lead was explanted due to noise, low lead impedance, and unanticipated therapy delivery. An attempt to reproduce the noise was unsuccessful. It was also reported that the pt fell one day prior to the event.